Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred while powering on the pump. Customer's blood glucose level was 118 mg/dl. Reportedly, the malfunction was cleared and the customer was able to start using the pump for insulin delivery.